Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
This supplemental report is being filed to provide additional details about the cause of observations. It is suspected that there is calcification around the coil. At this time, the patient will continue to be monitored and no further testing is expected.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that the shock impedance and pacing impedance measurements increased when this right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD). The shock impedance increased from around 88 ohms to 113 ohms, and the pacing impedance increased from around 550 ohms to around 613 ohms. It was also noted the patient had chronic elevated thresholds. The decision was made to continue monitoring the patient, since the measurements were still within normal limits and the patient's health was not good. Additional information was later received that the shock lead impedance continued to gradually increase, and an out of range shock impedance of 126 ohms was observed. At this time, this rv lead remains in service and there were no adverse patient effects reported.